Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported complaint could not be confirmed. Visual inspection of the device revealed physical damage. The device was scrapped due to the device was deemed beyond repair. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. During resmed evaluation, the main circuit board was defective with a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was scrapped due to the device was deemed beyond repair. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported defective main circuit board was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).